Event description:
It was reported, that the cuff would not inflate and remain inflated upon insertion during procedure. The trach tube was reportedly not pre-tested. The reported device(s) were returned to the MFR and forwarded to the analytical lab for decontamination, analysis and investigation.